Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
H1 update: regarding pump return (pump explant), the type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury. H3: a supplemental report will be submitted once device analysis is completed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump was explanted and replaced with a new one on (B)(6) 2025. It was stated that the pump was replaced. It was also reported that the eri date having changed/eri having occurred before the estimated time had since been resolved.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# / serial# unknown, version: version 1.1.413 product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg/ml via an implantable pump. It was reported that elective replacement indicator (eri) occurred before the time estimated. The pump was implanted on (B)(6) 2022, which was working correctly until its non-critical alarm was recently activated. When the pump was interrogated, it indicated the activation of the eri, drastically changing this date to the one previously defined. The clinician programmer synchromed ii software application being used was version 1.1.413. As per the pump log with session date (B)(6) 2022, the pump administered baclofen at a dose rate of 580.3 mcg/day and the estimated replacement by was (B)(6) 2028. As per the pump log with session date (B)(6) 2024, the pump administered baclofen at a dose rate of 414.8 mcg/day and the estimated replacement by was (B)(6) 2028 and service code 303 was indicated regarding the pump time not synchronized with the programmer time. The pump clock was 12 minutes behind the programmer's clock and had been synchronized with the latter. As per the pump log with session date (B)(6) 2024, the pump administered baclofen at a dose rate of 414.8 mcg/day and the estimated replacement date was (B)(6) 2025. Also, per the log, a non-critical alarm regarding eri occurred on (B)(6) 2024. The service code 227 was displayed regarding the pump having reached the eri and to schedule pump replacement by (B)(6) 2024. No diagnostics were performed. Since pump implant, the pump has had an infusion mode within normal parameters, without high flow demand. In addition, the patient did not have an MRI (magnetic resonance imaging), or was under the influence of devices that could generate electromagnetic interference. For now, they were are going to try to perform a test using a non-therapeutic dose adjustment to update the pump's memory and see if there is any change. There were no known environmental nor external patient factors that was thought to be related with the event. No interventions were taken. The issue was not resolved as of (B)(6) 2024. There were no patient symptoms or com plications associated with the event. The patient was without injury regarding their status as of (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that performing a dose adjustment to see if it would resolve the unexpected eri having occurred was going to be performed in the coming days. The cause of the unexpected eri having occurred / eri date having changed had not yet been determined. There were no known factors that may have led to the time not synched with the programmer (service code 303). The eri alarm is on. The pump currently remained in use. No information about the possibility of return yet, but the company representative requested the device be returned for analysis.